Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) device had an infection/sepsis, wound dehiscence and hematoma. The patient was treated with intravenous antibiotics, nonsteroidal anti-inflammatory drug (nsaid) and anti-platelet drug. This ICD device was explanted. No additional adverse patient effects were reported.